Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was unable to advance the 3.0x8mm liberte bare metal stent through the 99% stenosed and severely tortuous target lesion located in the mid right coronary artery (rca). Upon removal of the device, stent damage was noted. The procedure was completed with another MFR's device. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.